Event description:
It was reported that the patient was referred for surgery due to high lead impedance and believed fractured lead. The patient had lead replacement on (B)(6) 2015. It was reported that the generator was not replaced. The explanted lead has not been received by the manufacturer to date for analysis.

Event description:
The lead was received by the manufacturer for analysis on 07/21/2015. Product analysis is underway, but has not been completed to date.

Event description:
Product analysis was completed and during analysis, discontinuities were noted on both the negative and positive electrodes. The discontinuities were caused by fatigue fractures. It was noted that set screw marks were observed on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Based on this product analysis, it can be concluded that there is evidence to suggest there were discontinuities in the returned portions of the device which may have contributed to the allegation of fractured leads.